Event description:
It was reported that during the cuff check, the foley catheter balloon did not deflate despite attempts to drain it.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received 3-way temp sensing catheter with cut portion of inlet tubing and syringe. No obvious defects. Inflated with 10ml blue solution. Rested with no leaks. Deflated under 2 minutes with no cuffing or leaks noted. Also received 2 photo samples. First photo sample shows overview of catheter. Second photo sample shows end of balloon with balloon not inflated. Based on physical sample received product meets specifications. No root cause could be found because the reported event was unconfirmed. Labelling, and DHR reviews were not required as the reported event was unconfirmed. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during the cuff check, the foley catheter balloon did not deflate despite attempts to drain it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.